Event description:
Boston scientific received information that the patient with this device reported seeing a red blinking light from their remote home monitoring communicator. A request for additional information from the local boston scientific field representative was unsuccessful at determining the cause of the red blinking light. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.